Event description:
It was reported that the tubing disconnected into 2 pieces just after the cassette before the line curls and then ultimately attaches to the IV site. Client reconnected the tubing, stopped the pump, clamped the PICC and called home care. Writer completed home visit to assess and flush PICC, prime new tubing and restart therapy. There was delayed dose as this occurred as dose was starting and there was patient involvement and no patient harm reported.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection of the returned device found no damage, detachment or other defects. Functional testing found no discrepancies; the sample was fully primed and connected without difficulty, the pump was set running, and liquid was flowing through the whole device without detachment or interruptions. The reported issue was not confirmed; no leaks were detected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.